Event description:
Complainant alleged that the clinicians were defibrillating a patient (age and gender unknown) using internal electrodes with the device, but the device only intermittently discharged. The clinicians then obtained another set of internal electrodes and continued patient treatment. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.